Event description:
It was reported that multiple user-filled ilet cartridge kits from a single lot leaked inside the pump chamber, with the user discovering pooled insulin when the pump indicated an empty cartridge; the user had been inserting cartridges before connecting tubing and reused at least one replacement cartridge. Symptoms included hyperglycemia with a peak of 310 mg/dl for approximately 2 hours without ketone testing, medical intervention, or assistance. Outcomes included transient elevated glucose without hospitalization. Investigation included customer service troubleshooting and provision of replacement cartridges, with advice to discard the suspected defective box and to avoid refilling cartridges. Investigation of this case revealed that leakage was isolated to cartridges from one box and resolved when a cartridge from a different box was used; no pump alerts for prolonged severe hyperglycemia were reported. It was concluded, based on previously established findings for similar reports, that a defective cartridge lot or user handling sequence prior to tubing connection was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.